Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient went to the emergency room (ER) and was subsequently hospitalized for high blood glucose event on (B)(6) 2024. The blood glucose level at the time of hospitalization was 22.5 mmol/l and the patient was feeling unwell and tested positive for ketone value of 2.7 mmol/l. The duration of hospitalization was less than 24 hours, and the patient was treated with insulin pen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.